Event description:
The screws broke during inserting during surgery which resulted in the surgery being delayed in excess of 30 minutes.

Manufacturer narrative:
Review of DHR identifies for this product identifies no anomalies or non-conformances. The device was discarded as biohazard by the hospital and not returned for review.the user facility is foreign, therefore no medwatch is available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.